Event description:
The customer reported that the bedside monitor failed to alarm for an spo2 alarm condition. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor failed to alarm for an spo2 alarm condition. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.